Event description:
It was reported during a laparoscopic assisted vaginal hysterectomy while using a tsw35 the device didn't fire. A second device was opened and it also didn't fire. It is unknown how the case was completed. There was no consequence to the patient.